Event description:
It was reported that on (B)(6) 2003: the patient presented with pre-op diagnosis of degenerative disk, l5-s1, with herniation; left greater than right radiculopathy. Patient underwent following procedures: posterior spinal fusion, l5-s1; placement of xia pedicle screw system, l5-s1; right transforaminal lumbar interbody fusion with cage 9 x 11 x 20 mm; arthrodesis, interbody, l5-s1, with allograft and rhbmp-2/acs; left iliac crest bone graft; left posterior lamina fusion; placement of epidural catheter, l3-4; intraoperative nerve monitoring for 3 hours using nuvasive neurophysiology monitoring system. Per-op notes patient sustained trauma to his neck and low back. The back hurts him the worst, and non operative measures have failed to give him relief. Diskogram was notable for a degenerative disk at l5-s1 with concordant pain. Osteotome was used to feather bone counterclockwise and bone graft applied liberally. Rhbmp-2/acs was also placed posterolateral. The pedicle screw at l5 was then placed using a 6.5 x 50-mm screw. It was tested with the nuvasive system and found to have greater than 20 ma. Next, the left l5 screw was placed. The right l5 foraminotomy was then performed with the midas rex bur and rongeurs. Endplates were prepared. Sizing showed it to need a trapezoidal 9 x 11 x 20-mm cage. This was prepared on the back table using a piece of rhbmp-2/acs wrapped around morcellized autologous bone. Several cc's of morcellized bone graft were packed into the anterior portion of the disk space along with a piece of rhbmp-2/acs. The cage was then placed while protecting the nerve root with a penfield #4. After checking its position with fluoroscopy, it was turned 90 degrees and had good contact with the endplates and was quite stable to motion. The left lamina of l5 inferiorly and s1 were prepared with the midas rex bur and the last portion of rhbmp-2/acs placed into the facet and across the interlaminar space. No patient complications were reported. Unknown manufacturer¿s implants were also used in surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion sur gery. No additional information was reported.